Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, a review of the black box found unexplained power reboot events beginning on (B)(4) 2017. The pump was found to intermittently power on with the returned battery cap. The battery cap threads were found to be damaged. A test battery cap was used for all further testing. The pump was found to power on with a test battery cap. The test battery cap was unable to fully tighten to the battery compartment. The battery compartment was found to be cracked from the threads to the case seal. The battery compartment threads were found to be damaged. No evidence of moisture contamination was found inside the battery compartment. The pump¿s casing was removed, and no evidence of moisture or loose components were found inside the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional methods codes: (B)(4) .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.